Event description:
The customer reported that the ventilator alarmed with data acquisition/printed circuit board assembly/ analog digital converter ( pcba adc) reference failed occurrence. The customer reported that it's unknown if the unit was in use on a patient, but there was no patient harm reported.